Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer¿s blood glucose (bg) was 207 (mg/dl) and the reportedly, the customer considered that bg high. The customer reportedly believed "insulin was taking longer to go down" however, the customer was unsure. Reportedly, the customer used the pump to address bg.